Event description:
The pacemaker was replaced from reply dr to eno dr on (B)(6) 2021. In the early morning of (B)(6) 2022 no ventricular pacing was observed and the rate decreased. When the me (medical engineer) checked, it was found that the ventricular impedance was 3000o or more and the ventricular pacing was not observed. An urgent re-intervention was performed judged by the physician. Our distributor prepared the new pacing system, and mp sales rep did not make it in time for re-intervention to start. Hearing from the distributor, a slight pull on the lead initiated pacing. The device was working fine when our rep arrived at the cath lab. Even if the lead was pulled, the lead did not come off, and it was confirmed by x-ray fluoroscopy that the pin tip definitely protruded from the connector block. The physician removed the both leads from the device and measured the a&v leads and there were no particular problems. Since the device problem could not be denied with certainty, it was replaced with another eno dr. Since there were no particular problems after the replacement, the procedure was completed. The sales rep requested an analysis of the cause of the sudden increase in lead resistance and pacing failure. Pm: eno dr (B)(4) implanted on (B)(6) 2022 and explanted on 2022-10-27 a: biotronik sx45-jbp (B)(4) and v: biotronik sx53-bp (B)(4) implanted on 1000165971-2022-00493 replaced pm: eno dr (under investigation) implanted on (B)(6) 2022 the explanted device will be returned at a later date. Under confirming with the sales rep regarding the availability of patient files. Also, inquiring with our sales rep regarding the connectability confirmation of the connector pins during replacement on (B)(6) 2021.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacemaker was replaced from reply dr to eno dr on 2022-10-21. In the early morning of 2022-10-27 no ventricular pacing was observed and the rate decreased. When the me (medical engineer) checked, it was found that the ventricular impedance was 3000o or more and the ventricular pacing was not observed. An urgent re-intervention was performed judged by the physician. Our distributor prepared the new pacing system, and mp sales rep did not make it in time for re-intervention to start. Hearing from the distributor, a slight pull on the lead initiated pacing. The device was working fine when our rep arrived at the cath lab. Even if the lead was pulled, the lead did not come off, and it was confirmed by x-ray fluoroscopy that the pin tip definitely protruded from the connector block. The physician removed the both leads from the device and measured the a&v leads and there were no particular problems. Since the device problem could not be denied with certainty, it was replaced with another eno dr. Since there were no particular problems after the replacement, the procedure was completed. The sales rep requested an analysis of the cause of the sudden increase in lead resistance and pacing failure. Pm: eno dr ((B)(6)) implanted on (B)(6) 2022 and explanted on (B)(6) 2022 a: biotronik sx45-jbp ((B)(6)) and v: biotronik sx53-bp ((B)(6)) implanted on (B)(6) 2005 replaced pm: eno dr (under investigation) implanted on 2022-10-27 the explanted device will be returned at a later date. Under confirming with the sales rep regarding the availability of patient files. Also, inquiring with our sales rep regarding the connection confirmation of the connector pins during replacement on (B)(6) 2022.

Manufacturer narrative:
Please refer to the attached analysis report.